Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v010409, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for degenerative disc disease. It was reported the patient had been through 3-4 procedures with his device and had the ins and leads replaced. The patient reported the first ins was implanted in 2006 or 2007. He had trouble with it but could not remember what had happened. It had not been more than 2 years. They decided that either the leads broke or something happened to the unit. At that time there was an upgrade in the units, so they went ahead and put the device in with an upgrade. No patient symptoms were reported. No further complications were reported/anticipated.